Manufacturer narrative:
(B)(6) 2016 follow up: customer reported no further charging issues after using replacement cable/adapter. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the pump was charging, a power source alert occurred followed by a malfunction alarm. The pump was reset successfully. There was no impact to the customer's blood glucose level.